Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found with the very limited data available.

Event description:
It was reported that following implant of the cardiac resynchronization therapy defibrillator (crt-d), the chronic right ventricular (rv) lead showed high rv pacing impedance, along with unstable impedance values during follow-up for the rv defibrillation coil and superior vena cava (svc) defibrillation coil. It was noted the defibrillation impedance values were within range, then the rv coil was high, along with no svc value observed; then the measurements went back to optimal values. It was decided to revise the rv lead. During the revision procedure, the rv lead was explanted and a new single-coil rv lead was implanted and connected to the existing crt-d. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.